Manufacturer narrative:
Retainer ring = black. Case type = ngp. Patient returned device for an alleged blank display, battery cap damage, and cosmetic damage located on the back of the device observed on november 14, 2022. Device received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test, and self test due to flashing medtronic logo. Device was received without original battery cap. Unable to confirm damage to the battery cap or the battery cap contact. Unable to download history files and traces using thump due to flashing medtronic logo. Device was cut open to perform visual inspection and found moisture damage on the electrical board motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay.device failed to download due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electrical board, motor, and force sensor. Blank display was not observed during analysis. Blank display not confirmed. Battery cap damage not confirmed. Battery cap contact missing/damaged not confirmed. Cosmetic damage confirmed at the back of the device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a blank display on the insulin pump. The customer reported that the insulin pump had a crack the battery cap the metal piece in cap was not staying in the place. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.